Event description:
It was reported that the mouthpiece melted and deformed when autoclaved at 132-134 for 5 minutes. The temperature was lowered to 121, but deformation still occurred. Autoclave temperature for the product was unknown. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to (d8, d9) and the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the melted mouthpiece was likely caused by the temperature of the chamber was particularly high at certain location in the chamber by some reason which led to the item partially melted; however a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.